Manufacturer narrative:
Device returned to third party service center for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging nose and skin irritation. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging nose and skin irritation. No other clinical information or medical interventions were reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.